Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided. The first photo showed the company handpiece being held by gloved hand. The company cartridge was visible in the handpiece. The second photo was of the lens case lid, serial number (B)(6). The third photo was of the implanted single-piece toric lens. Small cracks, perpendicular to the travel path, were visible on the right and left side of the optic near the optic/haptic junction. This damage was similar in appearance to damage caused by a plunger override. The fourth photo was of the company cartridge 10-count carton, lot 16088937. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, doctor noticed scratch or mark on optic when the lens was in the eye. The surgery was completed on the same day with no patient harm. Additional information has been requested but is not available at the time of this report.